Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. D4: device manufacture date is unknown.

Event description:
Customer stated that the settings were drifting while on a patient, and the driver stopped while trying to readjust the settings and the unit was unable to repressurize to restart again. Another device was used. There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. The fse performed a patient circuit calibration using the customers circuit that was in use when the reported malfunction occurred and the calibration failed. The fse identified leaks in the circuit, including a missing stopper and a missing cap near the dump valve, and was unable to reach the required 39-43 cmh2o. The fse replaced the customer's circuit with a known-good circuit and successfully completed the patient circuit calibration and performance check. The fse performed a preventive maintenance and confirmed the unit passed all tests and meets OEM specifications for clinical use. The reported malfunction was confirmed to be due to the damaged breathing circuit.